Event description:
Customer reported an occlusion alarm and mentioned experiencing multiple previous occlusion events. The issue resulted in the customer's blood glucose level reading as "high," though the specific value was unknown. Customer resolved the issue by changing both the infusion set and the cartridge and administered a correction injection using mdi. No assistance from third parties was required. Reportedly, the customer was using humulin insulin with the pump. Tandem customer technical support informed customer that humulin insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.